Event description:
It was reported that nexiva 20ga 1.00in hf y needle was partially disengaged. The following information was provided by the initial reporter: material no: 383536 batch no: 1011021. It was reported that an ultrasound was used to place IV catheter. IV was inserted and needle was pulled back to remove, but would not detach from the closed system.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that nexiva 20ga 1.00in hf y needle was partially disengaged. The following information was provided by the initial reporter: material no: 383536, batch no: 1011021. It was reported that an ultrasound was used to place IV catheter. IV was inserted and needle was pulled back to remove, but would not detach from the closed system.